Event description:
Allegedly per consistent tibial fixation failure resolved with a new generation tibial design for the expandable repiphysis prosthesis: (B)(4), one additional patient was revised to an adult implant due to skeletal maturity and the tibial component was very loose at this time.

Manufacturer narrative:
The complaint database was also reviewed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.